Event description:
A pharmacist reported that purple sleeves were included in the pack instead of the required red ones, and they did not fit properly, leading to significant damage to the incision during the procedure. This adversely affected the patient's refractive visual prognosis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product lot information for this consumable procedure pack is unknown, therefore the device history records traceable to the reported procedure pack could not be reviewed. Incorrect sleeves (purple sleeves instead of red) were reported in the pack. A system review of the type of pack that the customer should have received was conducted to check for the reported incorrect infusion sleeve. The system review confirmed that the customer should have received pack. Complaints of a similar nature have been received and investigated. The root cause for this complaint was inconclusive; however, improper material handling is suspected based on the investigation findings. This complaint has been reviewed and it is determined that no further actions will be pursed at this time for this occurrence; however, it should be noted that for complaints of a similar nature, an investigation was completed by subject matter experts. Based on the investigational findings, additional controls within the manufacturing process have been implemented to reduce the frequency of this issue. Complaints are reviewed and monitored at regular intervals for adverse trends. No further action has been identified for this reported event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).